Event description:
It was reported that pump experienced malfunction that caused screen to go dark and not turn on. There was no reported adverse impact to the customer¿s blood glucose level. Customer connected pump to a working power source as instructed, and pump powered back on with malfunction code that was reset and did not recur; technical support advised customer to continue using pump and to call back if malfunction returned, and customer acknowledged instructions.